Manufacturer narrative:
E1 field: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubber part of the biopsy valve was damaged when the it was attached to the instrument channel port of bronchial videoscope and the syringe was inserted. The issue occurred during the diagnostic bronchoalveolar lavage procedure when patient was under sedation and device was outside the patient. It was confirmed that no damaged rubber part fell off inside the body, biopsy valve was not replaced and the examination was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
Update: b5, d8, d10, h2, h6. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.